Event description:
It was reported that intermittent audio output occurred. At 9:00 pm, the cgm displayed 110 mg/dl and the patient went to bed. Around midnight, the patient was found by her daughter diaphoretic and unresponsive with 40 mg/dl on the cgm. The daughter woke the patient¿s husband and called emergency medical services (ems). The husband stated the cgm had not alerted the patient was low. Ems arrived and treated the patient with glucagon and IV glucose. The patient declined transportation to the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.